Manufacturer narrative:
A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Navilyst medical is attempting to obtain additional details regarding this event including information on sample availability. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
As reported on end user medwatch, pt "had a portacath inserted approximately 6 months ago. The device was found to be working incorrectly and the pt was scheduled for a revision of the surgery. Intraoperatively, the doctor was unable to revise or reposition the device effectively, and the decision was made to replace it with a new portacath. The old device was explanted and sent to the lab."